Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, there was difficulty connecting the handpieces, although connection was possible. The procedure was successfully completed with the same device with no adverse patient consequences.